Event description:
It was reported that the pt had experienced a deterioration in her hearing perception during the previous week. Parts of the speech processor were checked and exchanged, but with no positive result. An appointment was scheduled with the pt's audiologist to check the system. In the morning of the same day, the pt experienced a crackling noise and afterwards she was no longer able to hear with her device. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.